Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This case is to capture the revision reported in (B)(4) (details received from additional information received from (B)(4)- uploaded as source data). Primary surgery non depuy products. 1st revision (non depuy products from primary removed). 2nd revision revision for poly exchange (reported in (B)(4)).